Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone and had the customer check the probe block, which they had cleaned earlier. Cts had the customer flush line 5 on the probe wipe to remove a possible clog, resolving the leak. The customer stated they would monitor the instrument and call cts back if additional assistance was need. No further issues have been reported by the customer and a service visit was not requested. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a fluid leak from the probe of approximately 1 drop of fluid from a coulter ac-t diff 2 analyzer while running patient samples. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.